Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens did not advance/load/inject as expected. Surgeon stated that they had used this type of lens multiple times. Procedure completed the same day. There was patient contact. Additional information was requested.